Event description:
Infant on home monitor program had pulse oximetry probe placed on left foot. Parents noted small, reddened area on both top and bottom of infant's foot where contact was with the probe. Pt was seen by both visiting rn and a physician who verified site and type of injury. Antibiotic ointment prescribed for area of injury.